Event description:
They reported receiving a glucose result of 278 mg/dl, which seemed higher than how they were feeling. The customer then reported feeling dizzy and sleepy, and then experienced a loss of consciousness. Paramedics were called, and customer was diagnosed with hypoglycemia. Exact treatment administered to stabilize glucose levels is unknown.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.